Manufacturer narrative:
The reported early battery depletion was not confirmed. The device image was successfully saved. Analysis performed indicated that the device was operating at elective replacement indicator (eri) mode due to low battery voltage. The device has met the projected longevity based on field settings and its considered normal battery depletion. The device was programmed with high settings.

Event description:
It was reported that the patient's device was explanted and replaced due to early battery depletion and an upgrade. The patient denied any symptoms prior to the event, tolerated the procedure well with no complications and was discharged following the procedure.